Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6)2018 with blood glucose of 364 mg/dl. Patient's other blood glucose value: 156 mg/dl. The customer experienced symptoms such as vomiting and was grey looking. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.